Manufacturer narrative:
(B)(4). Covidien was not able to duplicate the reported condition.

Event description:
It was reported that during pre-use check the ht70 plus ventilator is not able to perform an o2 calibration and the o2 readings is out of range. No patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.